Manufacturer narrative:
As the unit has not been returned, a technical analysis could not be performed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is design related.

Event description:
It was reported that during a percutaneous coronary intervention (pci), the pressure did not go up properly. An encore26 inflation device had been attached to an unknown balloon to treat an unspecified lesion. During inflation to an unknown pressure, the handle of the inflation device was able to rotated, but the concomitant balloon did not inflate "properly" and it is unknown what the pressure was. The physician repeated deflation and inflation "several times"; however, the balloon only partially inflated. The inflation device was exchanged for another of the same and the procedure was completed with the same unknown balloon catheter. There were no patient complications reported with the patient's current condition listed as "good".